Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported that patient faced issue with cannula/introducer needle break and damage which was hard to remove. The site of insertion was abdomen. No further information available.